Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a therapy electrode recognition test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the cable connecting the distribution node (dn) and ECG "b" was cut, damaging the wires within the cable. This caused the test failure. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.